Event description:
Customer reported being hospitalized for high blood glucose levels and dka, experienced symptoms of vomiting and incoherence. Troubleshooting was performed and some cosmetic damage was found, pump is returning for analysis